Event description:
During the evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred during the therapy initiated on (B)(6) 2012. During night drain cycle 13, the patient's ultrafiltration reading was 1582ml, indicating the home patient (hp) drained 1022ml more than their maximum programmed fill volume of 1400ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. (B)(4). The reported difficulty of an iipv event was confirmed through an event history log review. The cause was use error; the tidal total uf removal set too low. If any additional information is received, a follow-up will be sent.